Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2025, the patient received the following results within 15 minutes: 250 mg/dl and 130 mg/dl. On (B)(6) 2025, the patient received the following results within 15 minutes: 300 mg/dl and 140 mg/dl.